Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Corrected b1 to serious injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient while on impella cp support had bleeding at the impella access site. The patient received blood transfusions and he impella cp was removed for artery repair by a vascular surgeon.